Manufacturer narrative:
A replacement power supply was sent to the customer. In follow up with the customer, she indicated that when she plugged the power supply in at the hotel, fire sparks and smoke came out where the electrical prongs insert into the outlet. Afterwards, one of the prongs was "totally gone pretty much." She also indicated that no injuries were sustained as a result of the issue, that her replacement power supply is working without issue and that the hotel disposed of the original power supply. She confirmed that she regularly wrapped the cord around the transformer housing when storing the power supply and the cord started getting really kinked and twisted after a while. Fire and sparking are indicative of at least one short in the dc cord. As the original product is not available for eval/analysis, no definitive conclusion regarding the root cause of the reported event can be made. As a result of CAPA (B)(4) which was initiated for pump in style transformer overheating/melting issues, a field action safety notification was initiated on (B)(4) 2011. Activities related to this notification are on going.

Event description:
The customer reported that her breast pump is approximately 2 years old and she was using it at a hotel when the power supply got hot and sparked. She called the front desk who took the power supply away and disposed of it. An injury was not reported.